Event description:
Related manufacturer reference numbers: 2017865-2022-12053, related manufacturer reference numbers: 2017865-2022-12054. Upon product receipt, it was noted that the patient had deceased. It is unknown whether the death was device related. The cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
The lead was returned in one piece for patient deceased. Electrical testing and visual inspection were normal with no anomalies found.